Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The lesion was located in the superficial femoral artery. The physician advanced the 5.0mm x 40mm x 135cm sterling otw balloon catheter across the lesion, inflated the balloon once to 10atms and the balloon ruptured. It is not known how the physician completed the procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device revealed dried blood and contrast present in the shaft and deflated balloon. A microscopic examination of the balloon wall found a pinhole located 32mm from the tip. The remainder of the balloon was inspected and no irregularities in the balloon material or ro markers were noted that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The lesion was located in the superficial femoral artery. The physician advanced the 5.0mm x 40mm x 135cm sterling otw balloon catheter across the lesion, inflated the balloon once to 10atms and the balloon ruptured. It is not known how the physician completed the procedure. No patient complications were reported and the patient's status is fine.